Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient entered a treatable arrhythmia and received 5 non-lifevest defibrillations. At 00:45:58, the lifevest detected an arrhythmia. The patient's rhythm at this time was sinus rhythm at 70 bpm with pvc's. The rhythm then degraded to vt at 200 bpm, slowing to vt at 150 bpm. The rhythm then self-converted to sinus bradycardia at 30 bpm with CPR/motion artifact. The rhythm self-converted 18 seconds into the detection sequence, which prevented the lifevest from delivering a treatment. The lifevest typically requires 60 seconds of sustained vt before a treatment can be delivered. Per the continuous ECG recordings, the patient was in an idioventricular rhythm at 40 bpm with nsvt. The patient then received the first non-lifevest defibrillation. The patient's rhythm at time of treatment was an idioventricular rhythm at 40 bpm, and the post shock rhythm was obscured by CPR and motion artifact. The patient's rhythm then transitioned to an idioventricular rhythm at 70 bpm. The rhythm then slowed to an idioventricular rhythm at 40 bpm. The rhythm then degraded to vt at 150 bpm with varying amplitudes and CPR and motion artifact. The rhythm then degrades to vf with varying amplitudes. The patient then received a second non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with varying amplitudes and motion artifact and the post shock rhythm was obscured by CPR and motion artifact and electrode lead fall off. The patient then received a third non-lifevest defibrillation. The patient's rhythm at time of the treatment was obscured by CPR and motion artifact and the post shock rhythm was also obscured by CPR and motion with electrode lead fall off. The patient then received a fourth non-lifevest defibrillation. The patient's rhythm at time of the treatment was obscured by CPR and motion artifact, and the post shock rhythm was obscured by CPR/motion with electrode lead fall off. The patient's rhythm then degraded to asystole with CPR/motion artifact and electrode lead fall off. The patient then received the fifth non-lifevest defibrillation. The patient's rhythm at time of treatment was sinus rhythm at 60 bpm with CPR and motion artifact, and the post shock rhythm was obscured by CPR and motion and electrode lead fall off. The patient's rhythm was sinus rhythm at 60 bpm with CPR and motion artifact until the device was shutdown at 00:57:44. There is no indication that a device malfunction caused or contributed to the patient's passing. The arrhythmia self-conversion, varying amplitudes and CPR/motion artifact prevented the lifevest from treating the patient during the treatable arrhythmias. The equipment was returned and was found to be fully functional.